Manufacturer narrative:
MDR 1219913-2023-00281 was initially submitted on 2023-11-03. A customer from outside the united states reported observation of elevated advia centaur ca 19-9 results for two patients which were discordant relative to alternate-method testing. There were no indications of a cancer diagnosis for either patient, so the alternate-method results (within normal range) were considered correct. No additional patient details or medical history were provided. As ca 19-9 quality control (qc) results were within expected ranges and no issues were identified with other patient samples, the discordant observations are not attributed to either reagent or instrument issues. It is noted that the assay¿s instructions for use (IFU) states that 3.7% of normal samples tested demonstrated results >37 u/ml, indicating that some number of elevated results can be expected from otherwise normal patients. Additionally, the limitations section of the IFU provides the following warnings and advice: ¿do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease.¿ ¿do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation.¿ ¿the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers¿ assays will vary depending on the method of standardization and antibody specificity.¿ the samples in question cannot be returned to siemens for additional testing due to regulatory restrictions. Based on the available information, siemens cannot definitively determine the cause of the observed elevated results, but a sample-specific issue or result variation within normal assay performance cannot be ruled out. The customer is operational, and no product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Event description:
The customer reports observation of elevated advia centaur ca 19-9 results for two patients which were discordant relative to alternate-method testing. Ca 19-9 lot 524 was in use at the time. Initial elevated advia centaur ca 19-9 results were obtained for two patients, and not reported to the physician(s). Repeat testing using an alternate platform produced lower results (below reference threshold) for both patients. The lower results were considered consistent with patient clinical indications, and accepted as correct. There are no indications of a cancer diagnosis for either patient. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated advia centaur ca 19-9 results for two patients which were discordant relative to alternate-method testing. No issues were noted with assay quality control (qc). The assay's instructions for use (IFU) states the following, under limitations: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Siemens is investigating.